Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient's physician indicated that there was no loss of atrial lead capture and no intervention was required.

Event description:
It was reported that a remote transmission done three days post implant, indicated possible loss of atrial lead capture. The lead remains in use. No patient complications have been reported as a result of this event.